Event description:
It was reported that during an atrial flutter ablation, about the fifth ablation, the impedance on the generator dropped from the 80's to 70's and a steam pop was heard. The pt then developed a tamponade. Pericardiocentesis was performed on an emergency basis and pericardial drain was put in place for a few days. This event required extended hospital stay. The pt had fully recovered and was discharged. The cause of this adverse event was unknown. Since the steam pop occurred where it normally would have not, the ep lab manager suspected that carcinoid tumor in the pt's tricuspid valve possibly contributed to the event. The stockert generator was check by in-house biomed and everything was said to be fine. The biosense webster field service engineer checked the calibration of the generator and found everything was normal.

Manufacturer narrative:
The catheter passed electrical test, temperature bath test, and generator test. Complaint cannot be confirmed. Biosense webster manufacturer's ref. No's: are related to the same event.